Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin was leaking out. The customer's mother reported that the blood glucose was running between from 200 mg/dl to 300 mg/dl at the time of incident. The reservoir will not be returned for analysis.